Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube lip and cracked end cap.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack. The customer's blood glucose was 15.5 mmol/l at the time of incident. The insulin pump will be returned for analysis.